Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The angioguard could not withdraw by the recall sheath. The surgeon used another device to remove it. No adverse event to the patient. A non-sterile unit of rx/5mm basket diameter/180cm, was received coiled in a plastic bag with capture sheath and torque device. The filter basket was received captured in the capture sheath. No other anomalies were found during visual analysis. The functional analysis was performed; a coil dispenser lab sample was used in order to prepare the received sample. Filter basket needed to be washed in ultrasonic washer due to the solidified blood found inside of filter basket. After that the functional test was performed successfully and the filter basket was recaptured with no problem. Filter basket was analyzed under vision system and no anomalies were found during analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer ¿capture system / capture difficulty¿ was not confirmed since the functional test was performed successfully. The cause of the events experienced by the customer could not be conclusively determined. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available and without return of films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The angioguard could not withdraw by the recall sheath. The surgeon used another device to remove it. No adverse event to the patient. Please note that multiple attempts to gather additional information have been made and have been unsuccessful.